Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 11-sep-2018. On investigation, the battery compartment and battery were both intact and without damage. The battery cap was able to fit properly to the pump. Evidence of moisture corrosion was observed on the display screen inside the pump. Leak testing revealed moisture ingress due to a leak in a crack in the pump base. The pump was unable to power on due to internal moisture damage affecting the power printed circuit board, the display screen and the keypad flex/connector. Investigation duplicated the complaint.

Event description:
The reporter contacted animas (B)(6) 2018 alleging the pump was worn while swimming when the replace battery message appeared and a new battery was installed in the pump. After the battery change, the pump allegedly would not power on and moisture was noted inside the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event.